Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarms while the customer was inside. The pump was not within abnormal temperature conditions. In addition the customer received multiple button alarms. Reportedly, nothing was holding the button down at the time of the alarms. The customer's blood glucose level was 441 mg/dl, which was addressed with a manual injection. Reportedly, the customer had an alternate tandem pump available for insulin therapy.